Manufacturer narrative:
Covidien ref#: (B)(4). Date of initial report: (B)(4) 2014. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device stopped activating after 2 minutes of use. There was no pt injury. The device was returned to covidien and visual inspection discovered that the knife blade was missing and the clear insulation had become damaged. The device failed hipot testing. The site was contacted and additional questions about the incident were asked. However, no further information is available.